Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported that a pcu and pump module would not alarm with air in line was not confirmed. Log analysis showed that the device was actively alarming for air in line. The inspection process and laboratory testing of the related pump module could not be performed because they were not returned for investigation. The result of alaris system maintenance test on the pcu was recorded within normal values. The laboratory test results did not identify a failure air in line during the infusions; on each occasion air was supplied to the IV set, the pcu actively alarming for air in line, according to the review of the logs. The pcu logs were retrieved from the received device to ascertain programming details associated with the reported incident. Based on the log review, the event was determined to 03feb2026 at 8:24 am. The facility reported that during an infusion, the pump module and pcu would not alarm with air-in-line. However, no pump modules were returned for investigation. On 03feb2026 at 8:09 am, the suspect pcu was powered on and two pump modules (sn: 16463595 / channel a and sn: 16380890 / channel b) were attached. From 8:12 am to 8:13 am the pcu was programmed on pump module (sn: 16380890) two infusions: primary infusion of IV fluid drug with rate of 20 ml/h and vtbi of 250 ml, secondary infusion of ceftriaxone drug with rate of 200 ml/h and vtbi of 100 ml. From 8:15 am to 8:18 am the pcu was programmed on pump module (sn: 16463595) two infusions: primary infusion of IV fluid drug with rate of 20 ml/h and vtbi of 250 ml, secondary infusion of micafungin drug with rate of 100 ml/h and vtbi of 100 ml. At 8:21 am, the pump module (sn: 16463595) alarmed for air in line; pvi of 0 ml and svi of 5.151 ml, a minute later infusion restarted. At 8:24 am, the pump module (sn: 16463595) alarmed for air in line; pvi of 0 ml and svi of 6.572 ml. At 8:29 am, the pump module (sn: 16463595) alarmed for occluded patient side; pvi of 0 ml and svi of 9.36 ml, a minute later infusion restarted. The alaris system user manual v12.3 says on chapter 2-bd alaris pump module model 8100 and bo alaris syringe module model 8110 on summary of warnings and cautions the next statements to prevent air in line alarms. These include entering a vtbi that is less than or equal to the actual container volume, as well as ensuring proper venting when using containers such as glass bottles and burettes. Air reaching the patient could have serious consequences, such as decreased oxygenation, seizures, arrhythmia, stroke, cardiac and/or respiratory arrest. Minimizing air in the line is particularly important for low, very low, and extremely low birth weight neonates. The accumulated air-in-line option is set to disable, the system alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250î¼l. (In anesthesia mode only, the threshold value can be set to 500î¼l). When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500l, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250l. The default setting is 75l. (In anesthesia mode only, the threshold value can be set to 500l). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report that a pcu was involved in an event where the pump module would not alarm with air in line was not confirmed during the investigation since the pump module was not returned for investigation. However, the log analysis showed that the device was actively alarming for air in line. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a pcu was involved in an event where the pump module would not alarm with air-in-line. It was stopped before it reached the patient. There was patient involvement but no harm.